Event description:
Event description boston scientific, crm received information that this patient was hospitalized due to a syncopal episode. Right ventricular (rv) loss of capture was confirmed via the hospital's monitoring equipment. Pacemaker spikes were present, however there was no capture. A boston scientific sales representative interrogated the device and confirmed normal device function. Impedance measurements were confirmed to be good and stable at 490 ohms. The patient is pacemaker dependent so there were no intrinsic beats to measure. The threshold measurement was tested to be 1.5 volts at 1 ms, and the device was programmed at 2.8 volts at 1 ms. The loss of capture could not be reproduced via pocket manipulation and isometrics.